Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.5x15 mm trek rx balloon dilation catheter (bdc) was prepared before patient use. It was noted that the balloon was not soaked during preparation. The bdc was advanced to the target lesion for pre-dilation but was unable to inflate due to a leak. An additional trek bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.